Manufacturer narrative:
E1-city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image was not displayed during set up involving an olympus high-definition liquid crystal display (lcd) monitor. There was no patient harm reported.